Event description:
A falsely elevated troponin I result of 19.13 ng/ml was obtained in a patient sample. The result was not reported to the physician. The sample was retested on same instrument and on an alternate instrument and results of 0.10 and < 0.04 ng/ml respectively were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The cause for the falsely elevated troponin I is unknown.

Manufacturer narrative:
No further evaluation of the device is required. The cause for the falsely elevated troponin I is unknown. A dade behring field service representative was dispatched to the account and performed general maintenance on the instrument. The instrument is operating within specifications.